Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver is having abnormal behavior. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there were no failure detected. The receiver log was reviewed and firmware errors were observed. The reported event that the receiver is having abnormal behavior was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).